Manufacturer narrative:
The device was not returned for evaluation. The 3mensio report provided by the site was reviewed and revealed the following: presence of tortuosity in patient's access vessel. The complaint for valve frame damage was unable to be confirmed due to unavailability of the returned device/relevant imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. As reported, "due to the pushing and resistance felt crossing the hub, the valve lost its initial crimped shape (observed by angio images) looking uneven in diameter and the upper struts were more open showing some bending." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification" and "if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm." Per 3mensio provided, the patient's access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, leading to resistance. It is possible that additional manipulation was applied to overcome the encountered resistance which can lead to the valve struts interacting with the sheath hub and/or shaft, potentially contributing to the reported frame canted and bent struts. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : discarded.

Event description:
As reported, during implant of a 23mm sapien 3 valve in aortic position by transfemoral approach, when the delivery system and crimped valve were inserted into the esheath, the valve was "scraping" through the valves of the esheath even having the loader in place, experiencing heavy resistance to advance the valve through the hub of the sheath. Once past the hub, the valve advanced through the esheath without problem and exited the esheath tip. However, due to the pushing and resistance felt crossing the hub, the valve lost its initial crimped and it was decided that it was risky to implant the device. The valve was pulled back through the tip and the body of the esheath, but it was not possible to pull back through the valves of the esheath. After a few minutes, the patient started losing blood through the hemostasis valves of the esheath, and the whole system as a unit was removed without difficulties. The valve and the system were discarded and another kit was successfully used in replacement using the same femoral access. The patient had no post operating complications, no additional treatment was necessary, and was noted as to be discharged.